Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited low impedances.

Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2010 429688, lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered due to out of range right ventricular (rv) lead pacing impedances. The lead remains in use. No patient complications have been reported as a result of this event.